Event description:
It was reported that there were discrepancies between the sensor glucose values and the blood glucose values. The sensor glucose was 2.2 mmol/l but the blood glucose was 15 mmol/l. This had happened at night, and the insulin pump had stopped delivering insulin. At a later day, the sensor glucose was 8.4 mmol/l but the blood glucose was 5.5 mmol/l. At the time of the phone call the customer's blood glucose was 5.5 mmol/l. At the time of the phone call the customer's blood glucose was 9 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.